Event description:
It was reported that the patient developed infection. The patient presented on (B)(6) 2018 for procedure. The system was explanted and replaced. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.